Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a right ventricular lead revision due to suspected lead damage. Further information has been requested but not received.